Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, increased pacing impedance and increased capture threshold were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences.

Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. An internal short found was determined to be due to procedural damage. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported event of increased pacing impedance and increased capture threshold were not confirmed.